Event description:
Complaint number # (B)(4). The event occurred in japan. It was reported that the hcu 30 temperature, of the water circulation, did not drop during preparation before the surgery. When the temperature was set to 37 degrees celsius, the temperature fluctuated between 33-37 degrees celsius.

Manufacturer narrative:
It was reported that the hcu 30 temperature did not drop during preparation before the surgery. The customer decided not to repair the hcu 30 and took out of clinical use. Therefore no technical investigation can be performed. However the failure "temperature did not drop" can be linked to the following most possible root causes according to our risk management file (dms# 2355724): inadequate function because of e.g.: design error, technical failure, production failure, service failure, shipping error, software failure. The product in question was produced in (B)(6) 2011. The review of the non-conformities during the period of (B)(6) 2011 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information regarding the repair of the device and investigation of the root cause has been requested. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint number #(B)(4). The event occurred in (B)(6). It was reported that the hcu 30 temperature, of the water circulation, did not drop during preparation before the surgery. When the temperature was set to 37 degrees celsius, the temperature fluctuated between 33-37 degrees celsius.